Event description:
Procedure: diagnostic laparoscopy converted to exploratory laparotomy with reduction of internal hernia. After the abdomen was insufflated and all port sites were placed and visualized, the colon was retraced and small bowel identified. The small bowel was run back to a point of transition. In the process of doing this, the rest of the abdomen was also examined. There was some adhesive disease associated with the right colon and also with the appendix. In the process of running the small bowel, one of the double-action prestige graspers was able to close around the intestine, but as soon as any tension was applied (in this case to run the bowel and mesentery), the grasper was unable to keep hold of the bowel and slid off - while slipping, an apparent sharp edge on the instrument caused a full-thickness laceration to the small intestine.